Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a atrial fibrillation ablation procedure, faradrive steerable sheath clear was selected for use. It has been mentioned that transseptal access was made using an versacross fixed sheath. The physician exchanged the versacross fixed sheath over the versacross wire with a faradrive sheath. The versacross pigtail rf wire was inserted into the faradrive sheath for exchange with the versacross fixed sheath. Following the faradrive catheter being advanced to just past the handle of the faradrive sheath. Multiple attempts were made by the physician to aspirate the sheath with a 20 ml syringe after the exchange and before advancing a farawave catheter into the patient. The 'air bubbles' being observed in the syringe on each attempt. A pressure bag was used for irrigation of sheath. The physician then opted to replace the faradrive and exchange it over the versacross wire with a second faradrive sheath. The procedure was completed successfully with the second faradrive with no complications. No patient complications have been reported. The product is not expected to be returned as it was disposed.